Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0128249; d4: medical device expiration date: 2025-04-30; h4: device manufacture date: 2020-05-07; d4: medical device lot #: 0128250; d4: medical device expiration date: 2025-04-30; h4: device manufacture date: 2020-05-07. D10: device available for eval yes. D10: returned to manufacturer on: 2021-09-24. H6: investigation summary . Bd received 99 samples(18 from lot 0128250 and 81 from lot 0128249) for investigation. 20 samples from lot 0128249 and all 18 from lot 0128250 were evaluated along with 30 retention samples of the incident lot 0128249 were selected from bd inventory. The samples were were subjected to a visual functional test for proper activation and upon completion, the indicated failure mode for defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. CAPA 1465371 has been initiated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure ¿ e.g. Shield breaks off from needle . The following information was provided by the initial reporter. The customer stated: it was reported that the purple plastic tip snaps off and isn't available to cover the needle after use. Bd vacutainer® eclipse¿ blood collection needle, the purple plastic tip snaps off and isn't available to cover the needle after use. It's a safety issue with no injuries reported.

Manufacturer narrative:
Lot #: batch 1028249 does not exist for material number 368607. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure ¿ e.g. Shield breaks off from needle. The following information was provided by the initial reporter. The customer stated: it was reported that the purple plastic tip snaps off and isn't available to cover the needle after use. Bd vacutainer® eclipse¿ blood collection needle, the purple plastic tip snaps off and isn't available to cover the needle after use. It's a safety issue with no injuries reported.